Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory and was due to multiple, appropriate hv charges. The device was tested on the bench, and no anomaly was found.

Event description:
It was reported that a capacitor charge limit reached alert was observed. In clinic testing resulted in a normal charge time. It was noted that the patient had an arrhythmic storm at the time the alert was delivered. The patients condition was good and will be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Further information notes that the patient had multiple episodes of vf over a period of two days. In most cases, the first shock terminated the arrhythmia, but some episodes required three shocks in order to convert the arrhythmia. The device was explanted and replaced. The patients medical condition was good.